Manufacturer narrative:
On march 6, 2026, the user reported discrepancies between blood glucose and sensor glucose readings. Review of available sensor data in the data management system indicated that the system was performing within expected operational characteristics, with blood glucose values aligning with sensor glucose trends. Observed differences were consistent with expected expected physiological lag inherent to the sensing technology. And an instances where calibrations may have been entered during periods of rapid glucose change. The user was advised to continue using the system and to enter calibrations when blood glucose levels are stable, using measured values from a blood glucose meter. The user later reported continued concerns and provided additional examples; however, analysis confirmed that calibration values aligned appropriately with sensor glucose trends and that the reported differences remained within expected system performance. Customer care provided additional education on proper calibration practices, including the importance of entering all blood glucose values into the system as calibrations or events, particularly when differences are observed, to support optimal system performance and evaluation. Per data management system review, the system remained in active use with up-to-date information.

Event description:
On march 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.